Event description:
It was reported that the front tip of ureteral stent was found to be broken.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The ureteral stent was returned in the opened original packaging. The port hold was observed to be damaged; the damage looks similar to what is seen when the suture is forcefully pulled away from the stent. The suture was not provided for evaluation. The tip inner diameter measured 0.043" with a pin gage, the overall length of the stent measured 241mm, the outer diameter measured 0.079" using a laser micrometer; all measurements were found to be within specifications. A 0.038" guidewire passed through the sample without resistance. A potential root cause for this event could be, "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "suture may be cut off prior to stent placement. Avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the front tip of ureteral stent was found to be broken.